Event description:
The customer reported that the red blood cell (rbc) bath was not draining and a system vacuum error was generated on the coulter act diff 2 analyzer. The problem occurred when the customer was trying to run a sample. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found the waste filter was clogged causing the red blood cell (rbc) bath to overflow and generate vacuum errors. The fse replaced the waste filter and adjusted the vacuum which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).